Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited lead noise. The patient complained of lightheadedness and dizziness. The noise could not be reproduced with myopotential testing. The lead was reprogrammed.